Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on site and confirmed that the system¿s host pc would not boot up. Upon troubleshooting, the fse found that the pc was not booting to operation. To resolve the issue, the fse replaced the host pc, recovered the application software and restored from the ghost cd. The defective host pc was returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the host pc failure. Following replacement, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.